Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. H4 was corrected as they were incorrectly selected in the initial MDR. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The legal manufacturer could not identify the foreign material and the cause of the foreign material remaining was unable to be specified. Based on the results of the investigation, it is likely that the following led to the malfunction: ¿ the foreign material may have been unremoved because the device was not reprocessed properly by leak from the biopsy channel. This issue is addressed in the instructions for use (IFU): ¿ IFU states the detection method in gif-1100 operation manual chapter 3 preparation and inspection. ¿ IFU states the preventive measure in gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection that the gastrointestinal videoscope exhibited foreign material in the air/water tube and cylinder in addition to the jet tube. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.